Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a rebel bms catheter. The balloon was loosely folded and the stent is secured between the markerbands. Device analysis determined the condition of the returned device was consistent with the complaint incident. The outer shaft, inner shaft, balloon and tip were microscopically examined. The tip is damaged. There is no damage to the stent. There was no evidence of any damage or irregularities contributing to the reported damage or crossing difficulty, which could not be confirmed because the clinical circumstances could not be replicated. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited.   (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed, 25mm x 2.5mm,eccentric, de novo target lesion contained >45 and <90 degrees bend and was located in the moderately tortuous and severely calcified left circumflex artery. A 28x2.50mm rebel stent was advanced but failed to cross the lesion. When the device was removed, it was found that the proximal of the stent was deformed. The procedure was not completed due to this event. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed, 25mm x 2.5mm,eccentric, de novo target lesion contained >45 and <90 degrees bend and was located in the moderately tortuous and severely calcified left circumflex artery. A 28x2.50mm rebel stent was advanced but failed to cross the lesion. When the device was removed, it was found that the proximal of the stent was deformed. The procedure was not completed due to this event. No patient complications were reported and patient's status was stable.